Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 474 mg/dl. Customer stated that he tried to treat by pump. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin exits the tubing. The customer was advised to run manual prime until at least 5.0 units. Customer reported insulin exits with the manual prime. The customer was advised the pump is working as designed. The customer was explained alarm was caused by set/reservoir occlusion.